Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient's device was removed the day prior to the report. No further information reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1ew6a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a lack of therapeutic effect since implant. They haven't experienced any symptom control, is still going to the bathroom all the time, and is leaking. The patient hasn't changed programs, but has increased amplitude as high at 1.45v, but they experienced stimulation down their legs. They noted the stimulation at 1.45v was also uncomfortable, so it was lowered to 1.35v. The patient spoke with their healthcare provider (hcp) who told them to switch to another program. They were assisted in changing from program 1 to program 2 and stimulation was adjusted to 1.45v. Patient will follow up with their hcp if the stimulation change doesn't resolve the lack of urinary symptom control. No further patient complications have been reported as a result of this event. It was later reported on (B)(6) 2017 that patient experienced discomfort / pain at the neurostimulator site. She also had a lack of efficacy from the therapy. Reprogramming the device was attempted but demonstrated little improvement in her symptoms. The devices were explanted completely and replaced. No further patient complications have been reported because of this event in the event description.